Event description:
It was reported that a patient death occurred on (B)(6) 2013. The patient got bacterial meningitis, caused by the catheter, and went into a coma, so the patient¿s wife took him to the hospital and they said it was caused by the catheter. The patient went into the hospital the ¿previous friday¿ before he died. The patient was taken by ambulance from one city to another. It was felt that the meningitis went into the pump, so the entire system was explanted on (B)(6) 2013. It was thought that ¿it was too much stress on his body¿ because the patient was in a coma for a couple of days and all of the sudden the patient had ¿heart pains¿ and passed out. It was also reported that the patient had issues with the pump ¿along the way¿. The patient had drainage from his back incision for months and months. The doctors kept telling him that it needed time to heal from the inside out. The patient had trouble lying on his back and he never had this problem with previous pumps. . This began right after the pump was implanted. The device system was used to deliver clonidine and morphine. It was later reported that the patient died due to an acute myocardial infarction. The patient developed drainage from the catheter incision site and developed bacterial meningitis. The meningitis led to the infarction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).